Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event where catheter was not inserted correctly on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6011562 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi). Guidance for visual testing for complaints area version 3 for the incorrect insertion of the soft cannula photo/sample was not provided. To test the product, the reference samples from the lot have been requested. Test results: the reference samples for batch 6011562 were previously tested in complaint (B)(4) on 17/jul/2025. Device history record (DHR) review: the lot 6011562 was manufactured according to the wi version 76 and packaging in the line 5 on 28/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 18/jul/2025 against malfunction code incorrect insertion of the soft cannula and lot 6011562 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.